Manufacturer narrative:
The pump was received with a pump error 43 alarm during rewind test due to moisture damage electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to insulin pump error alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose level was 253 mg/dl at the time of the incident. The customer was able to clear the alarm and was able to rewind the insulin pump. The insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.